Event description:
Lilly case ID: (B)(4) this spontaneous case, reported by a consumer who contacted the company to report adverse events and product complaints (pc), concerned a 53-years old male patient of han nationality. No medical history information was known and concomitant medication included metformin for unknown indication. The patient received insulin lispro protamine suspension 75%/insulin lispro 25% (rdna origin) (humalog mix 25), via a reusable humapen luxura unknown body type device, twice daily (21 in morning, 21 in night), subcutaneously, for the treatment of diabetes, beginning in 2008. On an unspecified date in 2015, two humapen luxuras used since 2008 (as of (B)(6) 2019 still in use) did not work properly (lot number unknown / (B)(4)); the button for injection was loose. On unknown date, during insulin lispro protamine suspension 75%/insulin lispro 25%, his blood sugar was increased; therefore, he was hospitalized on unknown date. Information regarding any corrective treatment, outcome of the events and insulin lispro protamine suspension 75%/insulin lispro 25% status was not provided. The operator of the humapen and his/ her training status were not provided. The general humapen luxura duration of use was not provided. Suspect humapen luxuras duration of use started since 2008; 11 years. The suspect devices were not returned to the manufacturer. The reporting consumer was unknown if the event was related to insulin lispro protamine suspension 75%/insulin lispro 25% treatment and did not provide the relatedness opinion between the event and humapen. Update 21-jan-2019: both information received on 17-jan-2019 was processed at the same time. Edit 24-jan-2019: upon review of the information received on 17-jan-2019, the case was re-opened to correct the initial receipt date in narrative. No other changes were made in the case. Edit 01feb2019: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Edit 12-feb-2019: upon review of the initial information and information provided via product complaints (pcs) received on the same date: deleted suspect humapen unknown type. Updated humapen luxura devices to suspect and description to humapen luxura unknown type. Product complaints were reprocessed accordingly. Narrative was updated. Edit 13-feb-2019: upon review of the initial information: updated improper use field for both suspect devices. Updated insulin lispro start date narrative was updated accordingly. Edit 14feb2019: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Update 22feb2019: additional information received on 21feb2019 from the global product complaint database. Entered device specific safety summaries (dsss). Updated the medwatch/european and canadian (EU/ca) device information, malfunction from unknown to no, and device return status to not returned to manufacturer for (B)(4) associated with unknown lot numbers of humapen luxura (unknown body type) devices. Corresponding fields and narrative updated accordingly. Upon review, updated device age field from unknown to 11years.

Manufacturer narrative:
B.5. Narrative field: new, updated and corrected information is referenced within the update statements in b.5. Please refer to update statement 22feb2019 in the b.5. Field. No further follow-up is planned. This report is associated with 1819470-2019-00019 since there is more than one device implicated. Evaluation summary: a male patient reported that the injection button of his humapen luxura device was loose in 2015. He also stated that he had been using the luxura device since 2008. The patient experienced increased blood glucose levels. The device was not returned for investigation (batch unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Follow up with the diabetes educator found that the device functioned normally. The core instructions for use state the humapen luxura has been designed to be used for up to 6 years after first use. In addition, the core user manual also states if any of the parts of your humapen luxura device appear broken or damaged, do not use. There is evidence of improper use. The patient used the device beyond the recommended use period and continued to use the device after experiencing the alleged defect. This may not be relevant to the complaint of increased blood glucose levels since the device was found to be working normally by the diabetes educator.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed. This report is associated with 1819470-2019-00019 since there is more than one device implicated.

Event description:
Lilly case ID: (B)(4). This report is associated with product compliant: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events and product complaints (pc), concerned a (B)(6) male patient of (B)(6) nationality. No medical history information was known and concomitant medication included metformin for unknown indication. The patient received insulin lispro protamine suspension 75%/insulin lispro 25% (rdna origin) (humalog mix 25), via humapen luxura unknown body type, twice daily (21 in morning, 21 in night), subcutaneously, for the treatment of diabetes, beginning in 2008. On an unspecified date in 2015, two humapen luxuras used since 2008 (as of (B)(6) 2019 still in use) did not work properly (lot number unknown / pcs (B)(4)); the button for injection was loose. On unknown date, during insulin lispro protamine suspension 75%/insulin lispro 25%, his blood sugar was increased; therefore, he was hospitalized on unknown date. Information regarding any corrective treatment, outcome of the events and insulin lispro protamine suspension 75%/insulin lispro 25% status was not provided. The operator of the humapen and his/ her training status were not provided. The general humapen luxura duration of use was not provided. Suspect humapen luxuras duration of use started since 2008. The action taken was unknown and its return was not expected. The reporting consumer was unknown if the event was related to insulin lispro protamine suspension 75%/insulin lispro 25% treatment and did not provide the relatedness opinion between the event and humapen. Update 21-jan-2019: both information received on 17-jan-2019 was processed at the same time. Edit 24-jan-2019: upon review of the information received on 17-jan-2019, the case was re-opened to correct the initial receipt date in narrative. No other changes were made in the case. Edit 01feb2019: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Edit 12-feb-2019: upon review of the initial information and information provided via product complaints (pcs) received on the same date: deleted suspect humapen unknown type. Updated humapen luxura devices to suspect and description to humapen luxura unknown type. Product complaints were reprocessed accordingly. Narrative was updated. Edit 13-feb-2019: upon review of the initial information: updated improper use field for both suspect devices. Updated insulin lispro start date narrative was updated accordingly. Edit 14feb2019: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added.